Event description:
During surgery, repair of rotator cuff, the needle tip broke off within the supraspinatus tendon tissue. It could not be retrieved arthroscopically. The surgeon then reverted to an open procedure with fluoroscopy brought in which noted less than 1mm by 1mm fragment within the area. It was never able to be removed and remains in the patient's tissue. The surgeon anticipates no adverse outcomes as a result of the retained metal.